Manufacturer narrative:
(B)(6).

Event description:
It was reported that the arm did not stay fixed. There was no delay or patient injury reported.

Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were noted. A functional evaluation revealed that the unit had excessive oil within the bimba tube housing as well as on the bimba itself. The amplifier piston seal had failed and allowed oil to seep into the bimba housing. The unit also failed the 50 pound weight test. The piston migration was at 3.06 inches, which is indicative of hydraulic fluid loss. The complaint of was confirmed and the root cause has been determined to be excessive oil loss caused by a bad seal within the amplifier piston. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.